Event description:
The haptic was found bent after the lens was inserted in the patient's eye. The doctor removed and replaced the lens.

Manufacturer narrative:
See MDR 1920664-2007-01366 for the intraocular lens used with this delivery device.